Event description:
3 gripper plus non-coring safety needles were found to be bent within the package and unsafe for use. Supplies stocked on floor were checked by mas and all bent needles were removed. Manufacturer response for non-coring safety needles, gripper plus non-coring safety needles (per site reporter). Clinical site worked w manufacturer rep directly.